Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2019. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unknown antibiotics for the peritonitis. Pd therapy was discontinued and the patient was transferred to hemodialysis. The same day, the patient experienced a myocardial infarction (mi) and passed away. The cause of death was reported as due to an acute mi. It was reported an autopsy was not performed. The patient was not recovered from the peritonitis event. No additional information is available.